Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert and has reached elective replacement indicator. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined the device was depleting prematurely. The bd code was triggered due to causing a temporary drop in battery voltage resulting in the unintentional bd alert. As of this time, this s-ICD remains in service. No adverse patient effects were reported. Additional information indicated that this s-ICD was emitting tones and increased power usage was observed. The boston scientific technical services consultant noted that this s-ICD would not beep for the same bd alert because this alert was latched with its unique date and timestamp when triggered permanently and can be disabled by temporarily enabling magnetic resonance imaging protection mode and disabling to the beeper.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert and has reached elective replacement indicator. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined the device was depleting prematurely. The bd code was triggered due to causing a temporary drop in battery voltage resulting in the unintentional bd alert. As of this time, this s-ICD remains in service. No adverse patient effects were reported. Additional information indicated that this s-ICD was emitting tones and increased power usage was observed. The boston scientific technical services consultant noted that this s-ICD would not beep for the same bd alert because this alert was latched with its unique date and timestamp when triggered permanently and can be disabled by temporarily enabling magnetic resonance imaging protection mode and disabling to the beeper. This s-ICD was explanted, replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and has reached elective replacement indicator. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As of this time, this s-ICD remains in service. No adverse patient effects were reported.